Event description:
It was reported that the patient experienced pain two days after a device upgrade. Echo revealed a perforation with effusion. A loss of capture and noise was also observed. The leas was capped and replaced.

Event description:
New information notes that the previously capped lead perforated the myocardium completely and the lead tip was outside the heart. The lead was explanted and the patient was downgraded to a pacemaker. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.